Event description:
The customer reported that during a lap cholecystectomy procedure, the tip broke off in the patient. They retrieved the tip and got a new device to complete the procedure. There was no patient consequence. One device will be returned.